Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced lack of therapy with increased spasticity. A catheter dye study was performed and there was "good csf (cerebrospinal fluid) return". It was unk if a rotor study was performed. The pt underwent surgery. The pump was replaced after an implant duration of approx 3.5 months; the catheter was "intact". No pt injury was reported. The pt recovered without sequelae.